Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08675 inches.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and insulin pump had under delivery alarm. The customer¿s blood glucose was in the range of 300 to 400 mg/dl. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 159 mg/dl. It was reported that the insulin pump had under delivery alarm. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.